Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubbles were observed in the infusion tubing. Additionally, an occlusion alarm occurred. Blood glucose was 117 mg/dl. Reportedly, the customer completed a supply change to resolve the issues.